Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The patient was experiencing intermittent right sided phrenic nerve stimulation. X-ray revealed that the left ventricular lead had dislodged. On (B)(6) 2018, the lead was explanted and replaced. Patient was stable before, during, and after the procedure.